Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had passed out on saturday the 6th while at church. The patient was short of breath. Patient¿s blood glucose (bg) levels were normal at the time. They don't know what¿s going on besides shortness of breath, congestive heart failure and chronic obstructive pulmonary disease (copd). They are treating the patient for all that. Patient mentioned that last night they started having issues with the pdm and bg levels were up and down but that the doctor told them that if the bg levels show 416 mg/dl it is "normal" because they are treating the patient with steroids in the hospital.